Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6). This medwatch is for the compact plus system. Please reference medwatch with patient identifier (B)(6) for the aviva system.

Event description:
Reporter stated that customer received the following results on 2 different meters within 2 minutes: "hi" (>33.3 mmol/l) and 13.1 mmol/l on the aviva system and 12.1 mmol/l on the compact plus system. No adverse event due to the device reported. The alleged product was replaced and requested for evaluation.